Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off unexpectedly. The customer¿s blood glucose (bg) was 51 mg/dl. Low bg was addressed by husband assisting customer with food and consuming carbohydrates. The customer continued to use the pump for insulin therapy.